Manufacturer narrative:
A system displaying the "replace generator soon" warning message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
There is no allegation against the device; therefore, the device is no longer reportable.

Event description:
Additional information indicated the ipg met its expected longevity; therefore, there is no allegation against the device. Surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.